Event description:
A suction device popped off the wall outlet hitting the patient on the forehead. The patient sustained a small nail sized cut with minor bleeding and dressing applied. No other adverse outcome to patient. After inspection of the device by the respiratory therapist, the device was fine and it is thought that the device was not fully seated in the outlet. The wall outlet and pressure was checked an it was fine.